Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an upgrade from an implantable pulse generator (ipg) to a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced occlusion. The right atrial lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.